Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. It was noted that the patient was very thin and was not getting relief. No device malfunction was suspected. Additional suspect medical device component involved in the event: model#: sc-2352-70 serial #: (B)(4) description: linear 3-4 lead, 70cm the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo a revision procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo a revision procedure.